Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 3 months post implant of this 25mm aortic bioprosthetic valve, the patient underwent a transcatheter aortic valve replacement (tavr) due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was aortic stenosis. If information is provided in the future, a supplemental report will be issued.